Event description:
On (B)(6) 2015: patient visited hcp for headaches. The patient presents with memory loss. The memory loss is described as forgetfulness. The severity of the memory loss is mild. The patient presents with tremor. The location of the tremor is localized and hand(s). The severity of the tremor is mild. On (B)(6) 2015: patient visited hcp for neck pain. Associated diagnoses: neck pain; h/o cervical spine surgery; meningioma; fi bromyalgia syndrome; hypothyroid; collagen vascular disease; herpes simplex labialis; osteoarthrosis, localized, primary, involving lower leg; obese. The patient presents with neck pain. The location of the neck pain is midline. The neck pain is described as aching, stiff and throbbing. The severity of the neck pain is severe. The neck pain is constant. The neck pain has lasted for since a fall occurred. On (B)(6) 2015: follow up appointment on (B)(6) 2015: patient visited hcp for neck pain. Associated diagnoses: neck pain; h/o cervical spine surgery; meningioma; fi bromyalgia syndrome; hypothyroid; collagen vascular disease; herpes simplex labialis; osteoarthrosis, localized, primary, involving lower leg; obese. The patient presents with neck pain. The location of the neck pain is midline. The neck pain is described as aching, stiff and throbbing. The severity of the neck pain is severe. The neck pain is constant. The neck pain has lasted for since a fall occurred. On (B)(6) 2016: follow up appointment on (B)(6) 2016: patient visited hcp for neck pain. Associated diagnoses: cervical radicular pain; gerd without esophagitis; acute pain of right shoulder; acute lumbar radiculopathy; atypical chest pain; somatization disorder; grief reaction. The patient presents with neck pain. The location of the neck pain is anterior. The neck pain is described as sharp and spasmodic. The neck pain is constant, fluctuates in intensity and is worsening. On (B)(6) 2016: patient visited hcp for follow-up on neck pain. The patient presents with neck pain. The location of the neck pain is anterior. The neck pain is described as sharp and spasmodic. The severity of the neck pain is severe. The neck pain is constant and is worsening. The neck pain has lasted for an unknown duration of time. On (B)(6) 2016: patient visited hcp for swelling. Associated diagnoses: osteoarthrosis, localized, primary, involving lower leg; anxiety and depression; chronic insomnia; meningioma. The patient presents for a follow-up evaluation of pain. The pain fluctuates in intensity and is worsening. On (B)(6) 2016: patient visited hcp for joint pain. The patient presents for a follow-up evaluation of pain. The pain fluctuates in intensity and is worsening. On (B)(6) 2021: patient visited hcp for hypothyroid care. History of present illness- the patient presents with insomnia. The severity of the insomnia is moderate. The insomnia fluctuates in intensity. The course is progressing as expected. Associated symptoms characterized by no fatigue, hair loss, weight gain, palpitations, constipation, joint pain or change in skin color. Patient had her shoulder surgery without complications and is currently on physical therapy. On (B)(6) 2016: patient visited hcp for angina. Associated diagnoses: fibromyalgia syndrome; collagen vascular disease; meningioma. Interval history- anginal episodes increased. The course is worsening. The effect on daily activities is change in activity level. On (B)(6) 2016: patient visited hcp for chest pain. On (B)(6) 2016: patient visited hcp for chest pain follow up. Associated diagnoses- fibromyalgia syndrome; collagen vascular disease; juvenile rheumatoid polyarthritis (seronegative); osteoarthrosis, localized, primary, involving lower leg; chronic insomnia; meningioma. History of patient illness- the patient presents with chest pain, follow up. The chest pain is described as heaviness and stabbing. The severity of the chest pain is moderate. The chest pain fluctuates in intensity. Associated symptoms consist of denies abdominal pain, denies back pain, denies diaphoresis, denies dizziness, denies dyspnea, denies fatigue, denies nausea and denies palpitations. Interval history- rheumatologic problem. The course is worsening. Associated symptoms characterized by fatigue, bony deformity, joint instability, joint pain, joint stiffness and muscle weakness. On (B)(6) 2016: patient visited hcp for fibromyalgia follow up. History of patient illness- rheumatologic problem: side effects of medication increased. The course is worsening. Associated symptoms characterized by fatigue, joint pain and joint stiffness. On (B)(6) 2016: patient visited hcp for fibromyalgia. The patient presents with joint pain. The location of the joint pain is generalized. The joint pain is described as aching. The severity of the joint pain is moderate. The joint pain is episodic, remains unchanged and not is worsening. The joint pain has lasted for chronic for more than 6 months. Relieving factors consist of medication. On (B)(6) 2016: patient was seen for lumbosacral radiculitis. Patient complained of pain to bilateral shoulders. Patient has pain on lumbar at times radiates to legs. Assessment- follow up [worse pain in shoulder, return in 2 months]. On (B)(6) 2016: patient visited hcp for abdominal pain. The patient presents with abdominal pain. The abdominal pain is generalized and mostly epigastric. The abdominal pain is described as aching, burning and colicky. The severity of the abdominal pain is moderate. The abdominal pain is constant. The abdominal pain has lasted for an unknown duration of time. The abdominal pain occurred after eating. Associated symptoms consist of nausea, abdominal distention, denies fever, denies vomiting, denies diarrhea, denies constipation and denies dysuria. On (B)(6) 2016: patient visited hcp for hypertension. History of present illness- patient presents for follow-up evaluation of hypertension. The quality of hypertension symptom(s) since the patient's last visit is described as well controlled. On (B)(6) 2016: follow up appointment on (B)(6) 2016: patient visited hcp for a peripheral edema. Associated diagnoses: venous insufficiency; gerd (gastroesophageal reflux disease); fibromyalgia syndrome; meningioma; hypothyroid. History of present illness- patient presents with peripheral edema. The location of peripheral edema is bilateral, the lower extremity. The severity of the peripheral edema is moderate. The peripheral edema has lasted for an unknown duration of time. Impression and plan- diagnosis [peripheral edema, venous insufficiency]. Plan: monitor blood pressure, weight monitoring. On (B)(6) 2017: patient¿s chief complaint is lower back pain. History of present illness- the patient presents with back pain. The back pain is localized and lumbar region. The back pain is described as aching and sharp. The severity of the back pain is moderate. The back pain is episodic and fluctuates in intensity. The back pain has lasted for chronic. There is radiation of pain to the left buttock. Summary- problem: back pain.

Manufacturer narrative:
Additional event details updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product identifier is unknown, hence 510k# is not available. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medtronic legal representative regarding a patient implanted with a pedicle screw for a lumbar fusion l5-s1 surgery. It was reported that the date of initial surgery was on or about (B)(6) 2018 . During the surgery, pedicle screws manufactured by manufacturer were inserted in the patient's spine. The surgeon inserted 6.5 x 40 mm pedicle screws at l5 and 6.5 x 35mm screws at s1. Several months after the surgery, the patient started feeling pain on both sides of her pelvis. The patient was not able to walk far and developed sharp, lasting intense pain only in the pelvic area. On (B)(6) 2019 , the patient had an x-ray, which revealed that the s1 6.5 x 35mm screw broke. A CT scan was taken by the patient on (B)(6) 2019 . The CT scan showed the broken screw and revealed movement in vertebra, which was what was causing the pain. As a result of the failure of the medtronic screw, the patient had to endure another surgery to remove and replace the broken s1 screw and the loosened l5 screw. No further complications were reported/ anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6), 2018: patient had an annual gynec appointment. Assessment/ plan- gynecological examination ; pain in pelvis ; cyst of ovary ; obese on (B)(6) 2018: patient had a gynec ultrasound. Assessment/ plan- pain in pelvis ; cyst of left ovary on (B)(6), 2019: patient had an annual gynec appointment. On (B)(6), 2020: patient had an appointment and complained of rash under her breast with itching on and off. Discussion- breast s elf-examination and mammography recommendations were made. Healthy diet and exercise were recommended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015: cervicalgia. Patient presented with a complaint of follow up for chronic condition (chronic neck pain). On (B)(6) 2016: clinical summary- chief complaint: shoulder pain, left shoulder. History of patient illness: patient wants to get her left shoulder replaced in (B)(6) 2016. She had a radial nerve palsy and a fracture during a right total shoulder although the function has for the most part returned and she is pleased with her outcome on that side. Her left shoulder affects her every day and she cannot sleep on it at night. She has pain with movement and wants to get it replaced. Patient has a history of autoimmune disease but no problems healing from surgery and no excessive bleeding during surgery. Assessment / plan: impression- end stage glenohumeral arthritis left shoulder, continued pain; plan- hcp discussed the pros and cons of shoulder replacement versus injections versus continued medicines. The risk of infection which can require multiple operations to treat, fracture, nerve damage was discussed. The recovery after the surgery was explained including rehabilitation and restrictions. Hcp reviewed patient¿s x-rays with her. Patient wants to proceed with left total shoulder and will follow-up before surgery. On (B)(6) 2016: patient visited facility on onset of symptoms/ illness. The chief complaint was left shoulder arthritis. Diagnosis: pain in left shoulder. Admitting and discharge diagnoses: left shoulder pain, arthritis of shoulder region, left, degenerative. Outcome- patient was medically optimized and cleared for a left total shoulder replacement done on (B)(6) 2016. Patient is not in acute distress. Her pain is tolerable with her as needed medications. No chest pain or shortness of breath, no headaches or dizziness and no gi/gu concerns. Patient was up with physical therapy today without incident. Patient has done well postoperatively. Pain has been well-controlled with her as needed medications. Assessment/plan: patient with advanced left shoulder osteoarthritis status post left total shoulder replacement on (B)(6) 2016. Plan is for discharge home today with outpatient physical therapy. Follow up- patient will follow up with us in clinic in 10 days to 2 weeks or sooner if needed. Patient was given physical therapy additional treatment at home and patient was discharged. On (B)(6) 2016: follow up phone call- patient stated that she is doing well and is taking medications as prescribed. On (B)(6) 2016: patient visited facility on onset of symptoms/ illness. The chief complaint was left shoulder arthritis. Diagnosis: primary osteoarthritis left shoulder. The patient underwent left shoulder repair. The patient/ primary caregiver received coaching regarding disease specific education and management tools. Patient was alert and very receptive. Advised of signs and symptoms including fever, redness, swelling, bloody drainage and sharp pain to call md immediately, patient understood. Patient states that she will see the surgeon on (B)(6) 2016. On (B)(6) , 2016: follow up phone call- patient stated that she is doing well and is taking medications as prescribed. On (B)(6) 2016: follow up phone call- patient states she is doing good and is currently in physical therapy. Follow up on (B)(6) 2016. On (B)(6) 2016: clinical summary- chief complaint: post op exam (patient post op follow up left shoulder). History of patient illness: early post-op follow up. Patient is concerned that she may have injured her operative shoulder. She has pain today coming from her neck radiating down her left forearm. She admits to history of neck fusion. Assessment / plan- impression: cervical radiculopathy; plan: hcp discussed patient¿s exam and x-ray findings. Hcp explained her symptoms are not coming from her shoulder, but from her neck. Patient will keep her original postop follow-up date. On (B)(6) 2016: clinical summary- chief complaint: follow-up for left shoulder, date of surgery- (B)(6) 2016. Assessment / plan- impression: status post left shoulder replacement. Patient has met her rehabilitation goals; plan- patient does not need more therapy. She will continue activities as tolerated avoiding positions of pain such as extremes of rotation. She will follow up with hcp as needed. On (B)(6) 2016: clinical summary- chief complaint: follow-up; date of surgery: (B)(6) 2016, patient in for a follow up on left shoulder. History of patient illness: left shoulder, upper back, radiating into left forearm and fingers. No sob. Patient states that her inflammatory disease process has caused flare in shoulder pain. She fears she may have hurt her shoulder replacement. Assessment/ plan: impression- status post left shoulder replacement; plan- hcp discussed patient¿s x-ray and exam findings. Her shoulder replacement is healing nicely. On (B)(6) 2017: left shoulder pain. Patient presented with complaint of shoulder pain. The onset of shoulder pain has been sudden and has been occurring for 2 days. The course has been gradually worsening. The shoulder pain is mild to moderate. The shoulder pain is characterized as a dull aching. The shoulder pain is described as being located in the left shoulder. The shoulder pain is aggravated by physical activity. The pain became unbearable. On (B)(6) 2017: patient has a history of severe left shoulder pain that started on 23-apr-17. She had a total shoulder replacement in (B)(6) 2016. Examination- cervical spine motion is normal. Neurologic exam is normal to spine accessory, suprascapular, nerve to subscapularis, axillary, musculocutaneous, medial and radial nerves to motor and sensory exam. Biceps, triceps, and brachioradialis reflexes are normal. Radiographs (left)- ap= normal ac joint; outlet= type I; axillary= tsr; bicipital groove= tsr. Impression= radiolucency glenoid implant; left sided shoulder pain. It appears as though there is some loosening of her glenoid on her x-ray. She also shows some signs of rotator cuff disease. Plan= patient is going to get a 3d CT scan of her left shoulder. On (B)(6) 2017: patient visited facility on onset of symptoms/ illness. The chief complaint was gerd/ esophagitis. On (B)(6) 2017: patient visited facility on onset of symptoms/ illness. The chief complaint was rlq abdominal pain. Diagnosis: left lower quadrant pain. Patient had a colonoscopy and esophagogastroduodenoscopy. Impression- internal hemorrhoids, diverticulitis of colon, and moderate gasteritis. On (B)(6) 2017: patient visited facility on onset of symptoms/ illness. The chief complaint was follow up results. Clinical diagnoses- generalized abdominal pain, chronic diarrhea, acute gastritis, gerd (gastroesophageal reflux disease), diverticulosis of colon, internal hemorrhoids. Patient seen for follow up of gerd and diarrhea. Egd showed moderate gastritis without h.pylori and acute duodenititis without villi atrophy. Colonoscopy showed diverticulosis and internal hemorrhoids; random biopsies were unremarkable. The patient's general health status is described as good. The patient's diet is described as balanced. On (B)(6) 2018: diagnosis- left ovarian cyst; plan- the left adnexal cysts appear benign and hcp will proceed to follow up with her in 6 months with a transvaginal ultrasound one week prior. On (B)(6) 2018: back ache, risk for falls, screening for depression. Patient presented with a complaint of follow up for chronic condition (back pain). On (B)(6) 2018: patient visited facility on onset of symptoms/ illness. The chief complaint was left l4-5 and l5 s1 facet arthropathy. Diagnosis: low back pain. Diagnoses- rheumatoid arthritis, spondylolisthesis at l5-s1 level, lumbosacral spondylosis with radic ulopathy, lumbosacral facet joint syndrome, lumbar facet arthropathy, lumbar spondylolysis, low back pain of over 3 months duration. Preoperative and postoperative diagnoses: low back pain of over 3 months duration, lumbar spondylolysis, lumbosacral facet joint sy ndrome, lumbar facet arthropathy, spondylolisthesis at l5-s1 level, lumbosacral spondylosis with radiculopathy. Operation performed- 1.-left l4-5 rfa rizotomies (thermal lesion). 2.-left l5-s1 rfa rizotomies (thermal lesion). 3.-fluoroscopy guidance. Indications f or operation- chronic low back pain of over 3 month duration, worst left lumbar and lumbosacral areas, not relieved by conservative measures, anti inflammatory, and/ or pain meds, and who had failed physical therapy, and is interfering with adl. Worst with lumbosacral facet provocative maneuvers, radiologic studies abnormal for lumbar facet and lumbosacral facet arthropathy and ddd l5-s1 plus spondylolisthesis of l5 over s1; she had a positive result of diagnostic medial branches (l3 and l4) and posterior nerve root (l5) on the left side, with decrease in pain of more than 50%, for which we decided to perform rfa. On (B)(6) 2018: diagnoses- pain in left leg, low back pain. Chief complaint- patient with c/o lbp c radicular sx¿s down lle. Patient¿s goal for therapy is to alleviate her sx and improve qol. Onset date- (B)(6) 2018. Type of injury- acute exacerbation of pre-existing injury. Specific injury- patient reports history of lbp with an acute exacerbation in the last month with no specific moi. Patient experiences intermittent radicular sx¿s down lle. Patient reports severe limitations with walking, standing, bending, and sitting activities. Patient has not had previous pt for this condition. Assessment- evaluation has determined decrease in functional status for patient. Evaluation has found subjective and objective deficits that can be addressed with physical therapy intervention. Subjective and objective measures are addressed by goals in the plan of care. Treatment plan- recommend pt for 3 times a week for 4 weeks. On (B)(6) 2018: patient¿s chief complaint was np emg bilat lower humana ref padilla 8525 jasmine. Diagnosis: radiculopathy lumbar region. Clinical diagnoses- lumbosacral radiculopathy at s1 and l5. History of present illness-the patient presents with emg/ncv done. Pt c/o left hip pain radiating down to left leg, tingling to left leg down to left foot . On (B)(6) 2018: patient reports some improvement with pt interventions and plan of care. Patient recently experienced an exace rbation in pain due to recent nerve conduction test for possible nerve conduction. Patient would like to be discharged due to this. On (B)(6) 2018: clinical diagnosis- left ovarian cyst. Patient visited for 6 month follow up. History of present illness- was noted to have 2 ovarian cysts on the left. On (B)(6) 2018, an MRI of the pelvis without and with contrast revealed benign-appearing cysts identified in the left adnexal region. Another hemorrhagic cyst is also in the left adnexa also benign. The patient had a hysterectomy and right salpingo-oophorectomy in the past. Plan: the left adnexal cysts appear benign and will proceed to f/u her in 6 months. On (B)(6) 2018: patient visited facility on onset of symptoms/ illness. The chief complaint was image results. Diagnosis: radiculopathy lumbar region. Clinical diagnoses- lumbar radiculitis, spondylolisthesis- lumbar region. Patient presents for follow up for her low back and left leg pain. She has tried conservative management and failed. Repeat MRI lumbar spine shows similar findings to the prior one. There is severe left l5-s1 foraminal stenosis and moderate on right. There is instability on the lumbar dynamic xrays. Her emg/ncv shows bilateral l5 radiculopathy and also left s1 radiculopathy as well. Her bone density scan shows normal bone quality. Plan- l5-s1 grade I spondylolisthesis with foraminal stenosis. Failed conservative management. There is also moderate spinal canal stenosis at l3-4 but she is not symptomatic from this currently. I will address the l5-s1 level. She would benefit from l5-s1 posterior gill laminectomy and l5-s1 posterior fusion and instrumentation. She wants to pursue surgical treatment. Risks and benefits discussed. She need medical clearance. Also needs to be off her immunosuppresant drugs prior to surgery at least for couple week and 3 months post-op to allow for fusion. Will schedule for surgery. On (B)(6) 2018: patient was admitted for back surgery. Date of surgery was on (B)(6) 2018. Patient had admission assessment-adult secondary to inpatient admission. Hcp ordered xr spine lumbosacral 2 or 3 views ((cr spine, lumbar 2-3 views). Reason: l5-s1 radiculopathy. Hcp added physical therapy evaluation and treatment for patient. Indication for surgery- patient with low back pain and bilateral leg radiculopathy worse on left and occasionally on right. Emg/ncv showed bilateral l5 radiculopathy worse on left. There is grade I spondylolisthesis at l5-s1 with severe left foraminal stenosis and morate on right. There is sign of instability on flexion/extension. She had full strength on exam without any numbness. Informed consent was obtained. Risks and benefits explained. Preoperative and postoperative diagnoses- l5-s1 spondylolisthesis with instability, lower extremity radiculopathy. Complications- none. Technique- the patient was brought to operating room. Patient was placed in prone position. Incision drawn from l5 to s1 using x-ray. Hardware: medtronic. The lamina of l5 to s1 was exposed. The transverse process of l5 and the sacral ala was exposed bilaterally. The levels were confirmed on xray. The pilot holes for the pedicle screws were made with a gear shift using the navigation. At l5, 6.5 x 40mm pedicle screws were used. At s1, 6.5 x 35mm screws were used. Another o-arm spine was done and the right l5 screw was breached laterally and revised using the same screw and felt it had very good bony purchase. The rods and caps were placed bilaterally. 35mm rods were placed. It appeared the l5 slip also reduced some as well. On (B)(6) 2018: impairment category- lumbar spinal stenosis with lumbar sacral radiculopathy, neurogenic claudication, status post l5-s1 laminectomy and bilateral foraminotomies with posterior instrumentation. History of present illness- patient has longstanding back pain which has been progressively getting worse. The patient has been seeing multiple pain doctors prior. The patient has had multiple back injection in the past which has not really helped to control the pain. Patient is on chronic narcotic pain medications prior to admission to the hospital. Hospital course- because of the ongoing pain, the patient was seen by neuro surgery and was diagnosed with lumbar spinal stenosis with neurogenic claudication. Patient had a neuro conduction study emg done. The patient had a decompressive laminectomy at l5-s1. Because of functional decline, decreased ability to ambulate do activities of daily living is the reason for the rehabilitation consult. Past medical history- hypothyroidism. Prior to admission to the hospital, the patient was ambulatory without an assistive device. Functional ability- patient is presently in therapy. The patient is minimal assist in bed mobility, moderate assistance with transfers ambulating about 50 feet with moderate assistance rolling walker, slow gait frequent rest periods. Decreased stride length, wide base of support. Very unsteady gait. Assessment/ plan- 1. This is a patient with lumbar spinal stenosis with neurogenic claudication, lumbosacral radiculopathy, status post lumbar decompressive laminectomy with posturing instrumentation at l5-s1. 2. There has been a functional decline in this patient. The patient has been having longstanding back pain which has limited her mobility and ability to ambulate, do activities of daily living. The patient would benefit from inpatient rehabilitation to optimize her function, ability to ambulate do activities of daily living ad work on strengthening upper and lower extremities for safe discharge to home. She definitely will tolerate the three hours required to be in the inpatient rehabilitation. I discussed about going to rehab she is in agreement with the plan. There will be supportive services for the patient at that time. Patient had ongoing assessment- adult secondary to inpatient admission. Patient progress note- patient walking to bathroom without assistance, no leg pain. On (B)(6) 2018: patient had vte quality measures. On (B)(6) 2018: patient had re-evaluation. On (B)(6) 2019: patient had vte quality measures. On (B)(6) 2019: patient visited facility on onset of symptoms/ illness. The chief complaint was rfa of left sacroiliac joint. Dia gnosis: sacrococcygeal disorders nec. Clinical diagnoses- chronic low back pain, osteoarthritis of sacroiliac joint, sacroiliac joint dysfunction of left side. Pain history and physical/ consultation- history of present illness: patient with chronic low back pain, previously with bilateral radiculopathy, who underwent l5-s1 laminectomy/ foraminotomies and fusion, with resolution of radiculopat hic symptoms, but persisted with low back pain, and who failed pt post-op, and/ or response to pharmacologic intervention. She referred her pain over the sacroiliac joint areas (l>r),8/10, constant, dull, no radiations, worst with standing for long periods of time and changes in position (sitting to standing, rotation of lower back and pelvis) and climbing stairs. Pain is interfering with adl, and responded with pain relief of more than 70% after medications. Plan- left sacroiliac joint rfa of four (4) sensory nerves. (Thermal lesions). Under fluoroscopy and IV deep sedation. Operative information- procedure date: (B)(6) 2019. Preoperative and postoperative diagnoses: sacroiliac joint dysfunction of left side, osteoarthritis of sacroiliac joint, chronic low back pain. Operation performed: 1.-left l5 posterior nerve root rfa (thermal lesion). 2.-left s1 posterior nerve root lateral branch rfa (thermal lesion). 3.-left s2 posterior nerve root lateral branch rfa (thermal lesion). 4.-left s3 posterior nerve root lateral branch rfa (thermal lesion). 5.-fluoroscopy guidance. Indications for operation- patient with severe osteoarthritis of sacroiliac joints and lumbosacral spine, who is s/p l5-s1 lami/fusion due to hnp, spondylolisthesis and chronic low back pain with bilateral radiculopathy, few months ago, with improvement of radiculopathic pain and paresthesis and paresis of the lower extremities, but continued with low back pain ,mainly on the region of the sacroiliac joints, with sitting to standing, walking and standing for long periods of time, and rotation of the pelvis girdle, and physical examination pointed out to sij dysfunction of both sides and that she didn't improve with physical therapy and or medications. The neurological and physical examination at discharge were normal. On (B)(6) 2019: patient visited facility on onset of symptoms/ illness. The chief complaint was image. Clinical diagnosis- lumbar pseudoarthrosis. Patient clinic notes- chief complaint: follow up. History of present illness: operation- l5-s1 lami fusion posterior on (B)(6) 2018. Patient comes back for followup after getting the CT scan of the lumbar spine done. She is still complaining of low back pain but not having the radicular pain and she was preop. Plan: patient status post l5-s1 laminectomy and lumbar fusion in (B)(6) 2018. She was doing well postop until a few weeks ago she redeveloped back pain. The CT scan shows pseudoarthrosis and fractured right s1 screw in a loose left l5 pedicle screw. She wants to undergo this surgery for hardware revision- l4-s2 posterior instrumentation to create a better and stronger construct and also try to revise the left l5 and right s1 pedicle screws. On (B)(6) 2019: patient visited facility on onset of symptoms/ illness. The chief complaint was lumbar paendoarthrosis. Diagnosis: breakdown if devc vertebrae initial. On (B)(6) 2019: physical therapy additional treatment was included on (B)(6) 2019. Patient was discharged on (B)(6) 2019. History of present illness- patient with history of prior lumbar fusion with fractured hardware and pseudoarthrosis. Hospital course- tolerated procedure well. Pain controlled. Surgical drain removed. Good bowel/bladder function. Ambulating well. Discharge plan- discharge home. Good condition. Follow up neurosurgery clinic in 2 weeks. Pain medication. Hcp ordered xr spine lumbosacral 2 or 3 views (cr spine, lumbar 2-3 views) on (B)(6) 2019. Reason: s/p l4-s2 posterior instrumentation [clinical indication- l4 to s2 posterior hardware placement; comparison- lumbar spine dated (B)(6) 2019. Intraoperative study (B)(6) 2019; technique- 2-3 views of the lumbar spine were performed; findings- posterior fusion and hardware placement noted at l5-s1 level. Also noted new l4 to s2 lumbar fusion with hardware placement. Long screws are seen extending from the s2 sacral segments into the posterior iliac bones across the sacroiliac joints. 4.5 mm anterolisthesis of l5 on s1 present with significant interval improvement. Significant degenerative disc disease noted at l5-s1 level. Moderate degenerative spondylosis changes noted at l4-l5 involving the discs and in the facet joints. Sacroiliac joints; impression- 1. Stable postop study. Progress notes by dr. Achal patel- patient has post op surgical pain; labs/imaging- lumbar x-rays shows hardware in good position; assessment/ plan- s/p l5-s1 posterior instrumentation revision with extension to pelvis. Follow-up appointment was scheduled on (B)(6) 2019. On (B)(6) 2019: patient visited facility on onset of symptoms/ illness. The chief complaint was follow up with x-rays post op s/p lumbar fusion. Clinic notes- patient is doing well. Minimal low back pain. Plan- patient status post redo l5-s1 fusion with extension to the pelvis of the instrumentation. To ensure good fusion, hcp discussed with her about also doing a left at l5-s1. Patient has minimal disk space height at l5-s1. On (B)(6) 2019: patient visited facility on onset of symptoms/ illness. The chief complaint was follow up post op s/p lumbar spinal fusion. Patient is s/p lumbar fusion 4 as on (B)(6) 2019 (l5-s1 redo post fusion with extension to the pelvis). The patient is doing well: she is having minimal back pain, wearing her brace, and is clear to travel. Patient instructed to continue wearing the brace and to continue with back precautions. Plan- the patient doing well and will repeat lumbar and pelvic x-ray in the 3rd week of (B)(6) 2019. Patient will follow up after x-ray. On (B)(6) 2019: patient visited facility on onset of symptoms/ illness. The chief complaint was 2 month follow up with images post s/p lumbar fusion. Diagnosis: low back pain. Clinic notes- patient is doing well. Has minimal low back pain. She is ambulating well and is wearing the brace. Plan- patient to continue brace for another 3 months and follow with repeat x-rays of the lumbar spine. Hcp ordered xr spine lumbosacral 2 or 3 views (cr spine, lumbar 2-3 views). Details- routine, reason: s/p lumbar pelvic fusion; needs ap and lateral films. On (B)(6) 2019: patient visited facility on onset of symptoms/ illness. The chief complaint was lumbar fusion. Diagnosis: oth IV disc degen lumbar region. Hcp ordered cr spine, lumbar 2-3 views [clinical indication- back pain; comparison- lumbar spine dated (B)(6) 2019; technique- 3 views of the lumbar spine were obtained; findings- posterior fusion and hardware placement noted at l5-s1 level. Also noted posterior fusion from l4 to s2 levels. Long screws are seen extending from s2 sacral segments into the posterior iliac bones across the sacroiliac joints. There is anterior listhesis of 9.3 mm of l5 on s1 present stable since last exam. Significant degenerative disc disease noted at l5-s1 level. Moderate degenerative spondylosis changes noted at l4-l5 and along the disc and facet joints. Impression- 1. Stable study without significant interval change. On (B)(6) 2019: patient visited facility on onset of symptoms/ illness. The chief complaint was 3 month follow up for s/p lumbar fusion with x-rays. Diagnosis: low back pain. Patient is doing well. She fell in september and a developed a left-sided low back pain but it appears to be improving since that time. She denies any pain radiating down her legs. Patient got a repeat lumbar x-rays as per follow-up. Plan- follow up in 6 months with repeat lumbar x-rays. Hcp ordered xr spine lumbosacral 2 or 3 views (cr spine, lumbar 2-3 views). Details- routine, reason: s/p lumbar fusion; needs ap and lateral views standing. On (B)(6) 2020: patient went to physical therapy. On (B)(6) 2020: patient visited facility on onset of symptoms/ illness. The chief complaint was migraines, neuralgia s/p laminectomy. Diagnosis migraine uns not intract without sm. Hcp ordered an MRI brain w/o contrast [clinical indication- headache; comparison- none; technique- multiplanar, multisequence mr imaging of the brain was performed without IV contrast; findings- brain parenchymal volume is within normal limits. No gray matter heterotopia or cortical dysplasia. No evidence of mesial temporal sclerosis. There is no evidence of intracranial hemorrhage, hydrocephalus, midline shift, mass effect, intra or extra-axial fluid collections. There are no areas of restricted diffusion within the brain parenchyma to suggest recent infarct. Midline structures of corpus callosum, pituitary gland and cerebellar vermis are within normal limits. The vascular flow voids are well preserved; impression- 1. Unremarkable brain MRI. Hcp also ordered an MRI c-spine w/o contrast [history- migraine headaches, neuralgia, status post laminectomy. Neck pain radiating to bilateral upper extremities. Visual changes; comparison- none; technique- multiplanar MRI sequences were performed through the cervical spine without contrast administration; findings- there is no fracture, subluxation, prevertebral soft tissue swelling or suspicious bone marrow replacing process. The signal of the visualized spinal cord is within normal limits. The study is somewhat hampered due to patient motion artifact and magnetic in the mid t-spine region due to c4/5 anterior spinal fusion hardware. At the c2/3 level, there is no gross abnormality. At the c3/4 level, there is mild to moderate predominantly anterior sided degenerative disc disease and mild left uncovertebral arthropathy, as well as mild left facet degenerative changes, however, there is no significant spinal canal or neural foraminal narrowing. At the c4/5 level, there is no significant spinal canal or neural foraminal narrowing. At the c5/6 level, there is moderate degenerative disc disease and mild left uncovertebral arthropathy, as well as mild bilateral facet degenerative changes, however, there is no significant spinal canal or neural foraminal narrowing. At the c6/7 level, there is moderate degenerative disc disease and moderate left uncovertebral arthropathy resulting in left neural foraminal narrowing with questionable abutment of the exiting left c6 nerve root. At the c7/t1 level, there is mild degenerative disc disease with posterior left paracentral focal disc protrusion/herniation approximately 2.5 mm in ap dimension, as well as mild left and mild to moderate right facet degenerative changes resulting in mild left-sided spinal canal narrowing; impression- 1. Somewhat hampered study, however, demonstration of multilevel c-spine degenerative and postoperative changes as described. On (B)(6) 2020: patient visited facility on onset of symptoms/ illness. The chief complaint was s/p lumbar fusion. Diagnosis: fusion of spine lumbar region. Hcp ordered cr spine, lumbar 2-3 views [clinical indication- lumbar fusion; comparison- lumbar spine dated (B)(6) 2019; technique- 3 views of the lumbar spine were obtained; findings- posterior fusion and hardware placement noted at l5-s1 level. Also noted posterior fusion from l4 to s2 levels. Long screws are also seen extending from the s2 sacral segments into the posterior iliac bones across the sacroiliac joints bilaterally. There is stable anterolisthesis of 9 mm of l5 on s1 present. Significant degenerative disc disease noted at l5-s1 level. Significant facet hypertrophy noted at l4-l5 and at l5-s1 levels; impression- 1. Stable study without significant interval change.] On (B)(6) 2020: patient visited facility on onset of symptoms/ illness. The chief complaint was 6 month follow up with x-rays for s/p lumbar fusion. Diagnosis: low back pain. Patient is having intermittent low back pain. She is planning to get facet block on left side by pain management. She completed new lumbar x-rays. Plan- follow up in 6 months with lumbar x-rays. Hcp ordered xr spine lumbosacral 2 or 3 views (cr spine, lumbar 2-3 views). Details- routine, reason: need standing ap and lateral views, s/p lumbar fusion. On (B)(6) 2020: patient visited facility on onset of symptoms/ illness. The chief complaint was lumbar spondylosis l4-l5, difficulty in walking, low back pain of over 3 months duration, lumbosacral spondylosis. Diagnosis: low back pain. Date of procedure- (B)(6) 2020. Preoperative and postoperative diagnoses: low back pain of over 3 months duration, difficulty in walking, lumbar spondylosis, lumbosacral spondylosis. Operation performed: 1.-left l3 medial branch nerve root dual local anesthetic/ steroid block. 2.-left l4 medial branch nerve root dual local anesthetic/steroid block. 3.-left l5 posterior nerve root dual local anesthetic/steroid block. 4.-fluoroscopy guidance. Indications for operation- chronic low back pain of over 3-month duration, not responding to conservative treatment, pharmacologic treatment or pt, and interfering with adl and ambulation; history of l4-s1, decompression fusion and new MRI with severe spondylosis lumbar and lumbosacral spine. Patient tolerated the procedure well she was taken to recovery room and after a complete and unremarkable painless the recovery she was discharged home with appropriate instructions indications. Hcp ordered a cr spine, lumbar 2-3 views [clinical indication- l4-s1 left-sided steroid injections; comparison- none; technique-fluoroscopy was used for the procedure. 3 fluoroscopic spots were taken during the procedure; findings- contrast injections noted on the left side at l4, l5 and s1 levels; impression- 1. Status post fluoroscopy guided l4-s1 left-sided epidural steroid injections. On (B)(6) 2020: patient visited facility on onset of symptoms/ illness. The chief complaint was s/p lumbar fusion. Diagnosis: fusion of spine lumbar region. On (B)(6) 2020: patient visited facility on onset of symptoms/ illness. The chief complaint was 6 month follow up with x rays synapse for s/p lumbar fusion. Diagnosis: benign neoplasm of meninges uns. Patient is doing well. She has minimal low back pain. She is ambulating well and since hcp last saw her. She had left l3-l4 l5 facet blocks done by the pain management in (B)(6) 2020 and she has been doing well since then. Patient also complains of chronic neck pain and that is bothering her more now than previously. Imaging- lumbar x-rays (B)(6) 2020 shows l5 to pelvic hardware in good position. No fractures of the hardware seen. MRI cervical (B)(6) 2020 shows c4-c5 acdf changes. No cord compression or significant nerve root compression seen. Plan- overall, patient is doing well from her lumbar spine operation. She has minimal if any back pain. For her neck pain, hcp would recommend to just observe her for now and continue over the counter pain medication. Follow up in 6 months with lumbar x-rays. Hcp ordered xr spine lumbosacral 2 or 3 views (cr spine, lumbar 2-3 views). Details- routine, reason: need standing ap and lateral views, s/p lumbar fusion.